Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5110140 that a female patient underwent an unspecified breast implantation procedure with artoura breast tissue expanders 600cc and experienced bilateral infections post-operatively. As a result, the patient underwent removal on (B)(6) 2022. This report is for the second of two devices.

Manufacturer narrative:
On 12-aug-2022, mentor received additional information about the event: - the lot number of the suspect medical device is 9640002. It is the patient¿s right tissue expander. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the patient age at the time of event is 22 years old. - the patient race is white and ethnicity is not hispanic/latino. - the implantation date is (B)(6) 2022. Manufacturer¿s reference number: (B)(4).